Manufacturer narrative:
The reported device was manufactured and distributed by small bone (B)(4) innovation, inc., and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown 400-14xf star. Device will not be returned

Event description:
Patient was revised.